Event description:
During the atrial fibrillation procedure, air was aspirated when using a syringe to aspirate blood from the introducer sheath side port. Aspiration was attempted several times, but the issue did not resolve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.